Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufactured between february 21, 2020 to february 22, 2020. H10: the two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that there was a leak at the spike port bonding area of both returned samples. The reported condition was verified. The cause of the reported condition could not be determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the additive port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.